Event description:
It was reported during a knee arthroplasty that the impactor pad fractured while impacting the femoral component. The procedure was completed utilizing another impactor without any further complications. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Visual examination of the picture provided identified the blue impactor pad had fractured into two pieces. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.